Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent was damaged. The physician was attempting to place a taxus express2 2.5x12mm drug eluting stent in the mid om2, that would not cross the lesion. When the stent was removed, the physician noticed that the leading struts were damaged. No pt complications occurred. The procedure was completed after exchanging for another taxus express2 2.5x12mm drug eluting stent. Pt status was reported to be satisfactory.